Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caretaker observed a blood glucose reading above 400 mg/dl and noted no visible insulin delivery from a contact detach infusion set during a supply change, after which the set was removed and replaced; the user temporarily discontinued ilet use until new infusion sets were available and subsequently reported no further issues after changing sets. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after infusion set replacement. Investigation included troubleshooting and education with recommendations to contact support when issues occur and to replace the infusion set. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a suspected infusion set delivery issue not reproduced after replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.